Event description:
A pump alarm, specifically alarm 20, was reported by the customer, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer will switch to multiple daily injections (mdi) to ensure insulin delivery continues uninterrupted while tandem technical support replaces the pump under warranty. The customer was instructed to place the pump in storage mode and return it using a pre-paid label within ten days.